Event description:
It was reported that a user experienced a pairing failure between the ilet and a freestyle libre 3 plus sensor, consistent with an intermittent communication failure related to the antenna component, and the issue resolved after restarting the ilet with the warmup displaying again. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices, aligned with an intermittent communication failure associated with the electrical and magnetic system and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.